Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, differences in their sensor glucose readings versus their blood glucose readings. It was also reported that the sensors were missing electrodes. Customer's blood glucose levels at the time 4.3 mmol/l. Advised sensor would be replaced.